Event description:
It was reported that bd received a health canada report that read: "patient was on dexmedetomidine infusion, norepinephrine infusion and temporarily these infusions were clamped while a line site or bolus med was given. After line was checked and bolus med was given, the line was unclamped and resulted in bolus of norepi and dexmedetomidine to briefly drive to the patient. Error was noted within <30 seconds and line was disconnected from patient while error was investigated and new line made." Bd received additional information through due diligence attempts and it was reported that there was "minor harm." Another customer later clarified that the patient had an unstable blood pressure and was critically ill at that time. The patient required additional monitoring after a large fluctuation in blood pressure, however, "this was not related to the pumps." It was also clarified that, "the pumps did not malfunction and the lines were not clamped to deliver a med. There were multiple procedures happening at the same time for a critically ill patient." There was also a suggestion that, "the pump have a warning about surge."

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the report of an over infusion of dexmedetomidine and norepinephrine was not able to be confirmed or replicated. However, the probable cause is being attributed to a post-occlusion bolus volume that occurred when a downstream occlusion was cleared, leading to an unintended bolus. Based on the information provided by the facility it is not possible to ascertain programming or event details associated with the alleged incident. The requested devices and their associated logs were not provided by the facility so the report of the infusion programmed on the date of the event could not be identified. To minimize the post-occlusion bolus volume when a downstream occlusion is cleared, which can lead to unintended bolus (over infusion), place the pump module at patient heart level and avoid infusate temperatures from 22 degree centigrade up to 40 degree centigrade (71.6 °f up to 104 °f). Standard temperature range is 20 degree centigrade ±2 degree centigrade (68 °f ±3.6 °f). These steps are particularly crucial when infusing high-risk or life sustaining medications, as uncontrolled bolus volume can lead to serious complications. When clearing an occlusion, it is essential to ensure that fluid flow to the patient is off, as occlusions can pressurize the infusion tubing. If the occlusion is removed while pressurized, an unintended bolus may be delivered, which is especially concerning for neonates with low, very low, or extremely low birth weights. To further mitigate this risk, excess pressure can be relieved by disconnecting the tubing or using a stopcock if one is available. Clinicians should carefully weigh the risks of disconnection against the potential for an unintended bolus to ensure patient safety. The devices were reported in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over-infusion of dexmedetomidine and norepinephrine was not identified, however, the probable cause of the report of a bolus that occurred when a clamp was removed is being attributed to a post-occlusion bolus volume that occurred when a downstream occlusion was cleared, leading to an unintended bolus. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that bd received a health canada report that read: "patient was on dexmedetomidine infusion, norepinephrine infusion and temporarily these infusions were clamped while a line site(?) Or bolus med was given. After line was checked and bolus med was given, the line was unclamped and resulted in bolus of norepi and dexmedetomidine to briefly drive to the patient. Error was noted within <30 seconds and line was disconnected from patient while error was investigated and new line made." Bd received additional information through due diligence attempts and it was reported that there was "minor harm." Another customer later clarified that the patient had an unstable blood pressure and was critically ill at that time. The patient required additional monitoring after a large fluctuation in blood pressure, however, "this was not related to the pumps." It was also clarified that, "the pumps did not malfunction and the lines were not clamped to deliver a med. There were multiple procedures happening at the same time for a critically ill patient." There was also a suggestion that, "the pump have a warning about surge."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.